Event description:
Event description guidant received information that prior to the implant procedure, a field representative telemetered this device, entered the patient information and saved the patient data. However, while attempting to program the device out of ship mode, the device would not execute those programming changes. The programmer was re-booted, however, the device was unable to be telemetered or interrogated again. It was noted that the programmer wand was changed with no success, and that a new device was able to be programmed with the same programmer with no difficulties.